Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05672, 2134265-2015-05769. It was reported that a burr became stuck on the rotawire. The target lesion was located in the calcified descending artery. A 1.25mm rotalink burr, rotalink advancer, and two rotawire ex support were selected for use. The system was previously tested; however, during the procedure it was noted that the burr got stuck in the distal part of the rotawire and was unable to advance or change in the rotation. The rotawire was exchanged with another of the same device but the same issue occurred. The entire system was then exchanged with another rotalink burr, rotalink advancer and used a rotawire floppy to complete the procedure. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Corrected lot number from 17333286 to 0016576538. Corrected device expiration date from 09/30/2016 to 11/30/2015. Corrected device manufactured date from 10/08/2014 to 12/09/2013. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The burr was microscopically examined and the annulus was damaged/blocked. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05672, 2134265-2015-05769. It was reported that a burr became stuck on the rotawire. The target lesion was located in the calcified descending artery. A 1.25mm rotalink¿ burr, rotalink¿ advancer, and two rotawire ex support were selected for use. The system was previously tested; however, during the procedure it was noted that the burr got stuck in the distal part of the rotawire and was unable to advance or change in the rotation. The rotawire was exchanged with another of the same device but the same issue occurred. The entire system was then exchanged with another rotalink¿ burr, rotalink¿ advancer and used a rotawire floppy to complete the procedure. No patient complications were reported and the patient's condition was stable.